Manufacturer narrative:
H.6. Investigation summary: one photo of the bottom view of two fully sealed blister packs containing 3ml syringes was received and evaluated. It was observed on each of the syringes only the logo and the beginning portion of the "plastipak" was present and were skewed. The missing print was rejectable per product specification. Machine logs indicate there was issues with the marker during the manufacture of this batch. Potential root cause for the missing print defect is associated with the marking equipment. The component involved in the print alignment was worn. The worn component involved was replaced 11/17/2019. No corrective actions are necessary based on the defective rate identified. A device history review was conducted for lot number 9318757. Batch 9318757 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the graduation markings on syringe were missing with a bd syringe 3ml ll. The following information was provided by the initial reporter, translated from french to english: the pharmacy has reported a non-conformity on bd 3ml ll syringes ref 309658 lot 9318757 per 31/10/2024, these have no graduation. This concerns several syringes in a box, we did not evaluate the exact quantity.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the graduation markings on syringe were missing with a bd syringe 3ml ll. The following information was provided by the initial reporter, translated from french to english: the pharmacy has reported a non-conformity on bd 3ml ll syringes ref 309658 lot 9318757 per 31/10/2024, these have no graduation. This concerns several syringes in a box, we did not evaluate the exact quantity.